Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name:(B)(6) hospital, reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the discharge sound is too loud during patient usage. There was no patient involvement.